Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was in the 400-500 mg/dl range. The customer declined assistance from tandem technical support regarding the issue and declined to provide additional information.